Manufacturer narrative:
The customer¿s meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.0 inr, qc 2: 3.2 inr , qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. All measurements were without error messages. The maximum difference between measurements was 7%. The meter result on (B)(6) 2019 in the meter¿s patient result memory attached to the case was 3.7 inr not 2.0 inr as alleged by the customer. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable low result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.0 inr and the results from the laboratory was 3.7 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The therapeutic range is 2.5-3.5 inr.